Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power cord be returned for evaluation. The defective power cord has not been rec'd at medela as of (B)(4) 2013. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Attempts to follow up with the customer to get add'l complaint info were unsuccessful. Should add'l info, or the original product be rec'd, resulting in new, changed, or corrected info, a follow up report will be filed at that time. A clinical assessment was performed on (B)(4) 2013 and the customer stated that she suffered no injury and required no medical attention as a result of the loose back on her original transformer. This issue is resolved without adverse effect or need for further clinical follow-up. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformer to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has been increased to further protect the transformers during shipping.

Event description:
The customer stated the back of the transformer housing is missing from her power cord. She said one day she went to plug in the power cord and the back of the transformer was hanging (damaged transformer housing - breach present). Customer stated the transformer sparked and shocked her when she pulled it from the wall. Customer sustained no injuries as a result of this issue.